Event description:
Patient with a subtrochanteric fx of the right femur underwent an orif in approximately (B)(6) 2011. On (B)(6) 2012, patient felt pain and came back to facility. X-rays were taken and it was discovered that the plate broke at the second hole where the non-union was. On (B)(6) 2012, patient underwent revision surgery and all hardware was removed and the patient was revised to a 6 hole locking plate. This is two of two reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.